Event description:
It was reported to fresenius customer service that a peritoneal dialysis (pd) patient was found unresponsive by a relative when they went to disconnect the patient from the liberty select cycler. The patient had reportedly passed away. Additional information was provided upon follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). It was confirmed the patient was connected to the cycler when they were found unresponsive by the relative. The patient¿s treatment had already been completed. 911 was called and paramedics responded to the patient¿s home. The patient was pronounced deceased upon arrival of emergency medical services (ems). There were no known issues with the liberty select cycler prior to the treatment. The cause of death is unknown; however, the patient had significant cardiac history including atrial fibrillation (a fib), ischemic cardiomyopathy, coronary artery disease with stent, and heart failure with reduced left ventricular ejection fraction (lvef) = 30% with a history of pleural fluid. The patient recently had a thoracentesis procedure due to this reason. The patient had been instructed to use 2.5% dialysate solution for three days after being seen by their primary care physician (pcp). It was thought there was extra fluid building up in the lungs again due to the same issue. It was reported that the patient¿s death was not related to pd therapy or the use of any fresenius products or devices.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: there is a temporal relationship between peritoneal dialysis and utilization of the liberty select cycler and the patient being found unresponsive with subsequent death. However, there is no documentation to show a causal relationship between the death and use of the liberty select cycler. Additionally, there is no allegation of a device malfunction or deficiency reported for this event. Although a cause of death was not confirmed, this patient had a significant history of cardiac disease. Dialysis patients experience 10¿20 times higher cardiovascular mortality than the general population with cardiovascular disease mortality accounting for a significant proportion of all-cause mortality in this population. A growing body of evidence endorses that chronic kidney disease (ckd) patients are more likely to die from cardiovascular disease-related adverse events than from events related to kidney failure. Furthermore, the patient¿s heart failure with reduced lvef = 30% was causing pulmonary fluid buildup. In heart failure that involves left ventricular dysfunction, cardiac output decreases and pulmonary venous pressure increases resulting in organ congestion including pulmonary fluid. Based on the available information and no allegation or evidence of a malfunction or deficiency, the liberty select cycler can be excluded as the cause of the patient¿s death.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. There were visual indications of particulates within the cassette area. Although there was evidence of dried fluid present within the cassette compartment on the pump, there were no burrs or sharp edges in the cassette area that could have punctured a cassette membrane. A simulated treatment using (as-received) treatment settings with reduced dwell times was performed and completed without failures. The cycler underwent and passed a system air leak test, a valve actuation test, and a teach pumps test. There were no discrepancies encountered with the cycler¿s mushroom heads. An internal visual inspection identified evidence of dried fluid under the pump assembly and the bottom cover. The cause of the dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
It was reported to fresenius customer service that a peritoneal dialysis (pd) patient was found unresponsive by a relative when they went to disconnect the patient from the liberty select cycler. The patient had reportedly passed away. Additional information was provided upon follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). It was confirmed the patient was connected to the cycler when they were found unresponsive by the relative. The patient¿s treatment had already been completed. 911 was called and paramedics responded to the patient¿s home. The patient was pronounced deceased upon arrival of emergency medical services (ems). There were no known issues with the liberty select cycler prior to the treatment. The cause of death is unknown; however, the patient had significant cardiac history including atrial fibrillation (a fib), ischemic cardiomyopathy, coronary artery disease with stent, and heart failure with reduced left ventricular ejection fraction (lvef) = 30% with a history of pleural fluid. The patient recently had a thoracentesis procedure due to this reason. The patient had been instructed to use 2.5% dialysate solution for three days after being seen by their primary care physician (pcp). It was thought there was extra fluid building up in the lungs again due to the same issue. It was reported that the patient¿s death was not related to pd therapy or the use of any fresenius products or devices.